Event description:
It was reported that the device reached battery depletion prematurely due to the need for high left ventricular (lv) outputs. It was also reported that the lv leads had high thresholds and low impedance. The device has been explanted and replaced. The lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The device analysis was inconclusive and incomplete. No high current drain was confirmed. Various attempts to re-introduce a failure were made. Digital tests and device programming produced nominal results. The battery impedance was noted to read nominally. No conclusion could be drawn related to the battery depletion.